Event description:
While performing a colonoscopy, provider had difficulty releasing mechanism to obtain a specimen. Provider then observed debris present into the pt's colon from the scope in use. Debris retrieved. Scope taken out of service after being cleaned. Loaner ordered from olympus and scope sent to olympus for eval. Pt, ceo, risk manager, director of operating room informed of event. Upon interview, central sterile tech informed us that brushes to clean scopes were reused which is against package directions. Company informed. No tracking on how many times brushes used. Olympus reported on (B)(4) 2012 that there was a critical issue with bending rubber and glue damage. Actions: scope removed from service and eval found there to be critical issue with mechanism, until problem resolved, 2 people were to observe the cleaning process, a new brush to be used for each cleaning, all operating room staff re-education on sterilization and cleaning procedure by steris. Content and sign in sheets available. Sterilization machine checked for proper function and found to be in working order. Dates of use: (B)(6) 2010 - (B)(6) 2012. Reason for use: colonic polyps.